Manufacturer narrative:
Product analysis confirmed that several distal stent wires had perforated through the outer sheath and that it was not possible to deploy the stent from the returned device. Visual examination found that the inner lumen was exiting out through the guidewire access port. Also found that several stent wires had perforated the outer sheath. Dissection of the shaft and withdrawal of the inner lumen revealed that a break had occurred in the inner lumen at the skived area. This break in the inner lumen may have occurred as a result of the restriction that the stent wire perforation would have caused. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.

Event description:
It was reported to boston scientific corporation 2006 that a wallstent endoprosthesis endoscopic biliary device was used during a ercp procedure performed in 2006 (male patient, weight is unknown). According to the complainant, the stent would not deploy. Loose wires from the stent pierced the sheath making it impossible to be retracted. The device was removed and a plastic stent (manufacturer unknown) was used. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "palliative".